Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose level was high as 306 mg/dl. The customer's current blood glucose level was 306 mg/dl. The customer was treated by the manual injections. Based on the customer's report the customer alleges the insulin pump for under delivery. The customer was assisted with the troubleshooting for high blood glucose and under delivery. The insulin pump will not be returned for the analysis.